Event description:
It was reported that the patient with this pacemaker device exhibited loss of capture (loc) and high threshold values. Upon review of the presenting, technical services (ts) stated that there was a ventricular pacing beat towards end that was deemed to be loss of capture by the device, however the health care professional (hcp) suspected to be fusion beat. Ts agreed based on how the signal looked along with same timing of t-wave after depolarization compared to previous ventricular sense beats. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited loss of capture (loc) and high threshold values. Upon review of the presenting, technical services (ts) stated that there was a ventricular pacing beat towards end that was deemed to be loss of capture by the device, however the health care professional (hcp) suspected to be fusion beat. Ts agreed based on how the signal looked along with same timing of t-wave after depolarization compared to previous ventricular sense beats. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.